Event description:
It was reported that the monitor of the programmer was "cracked" and would not work with the stylus. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was indicated in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display overlay is cracked. Stylus will not work with a cracked display. Power cord door is damaged. (B)(4) rf (radio frequency) head download sense test is out of specification; rf head cable found out of specification. Rf head label coating is missing.